Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent the removal of bilateral trochanteric fixation nail advanced (tfna) nails in both right and left legs due to non-union and infection. For the right leg, one (1) titanium cannulated trochanteric fixation nail, one (1) helical blade, and two (2) unknown 5.0mm screws were removed. For the left leg, one (1) titanium cannulated trochanteric fixation nail, one (1) end cap, one (1) helical blade, and one (1) unknown 5.0mm screw were removed. The right limb incurred a secondary fracture of the proximal femur upon the nail removal. This fracture will be addressed at a later date. There was no surgical delay. The devices were removed and the procedure was successfully completed. This report is for one (1) unknown screw. This is report 8 of 8 for (B)(4).